Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the helix of the lead was extrinsically bent. It was noted the helix could not be retracted due to a bent helix. Visual summary analysis of the lead indicated damage at implant.

Event description:
It was reported that during implant of the right ventricular (rv) lead, the patient showed complete atrioventricular (av) block and the physician quickly implanted the rv lead. However, the rv lead position was not good, as the bovine of the lead was over the tricuspid valve and the physician chose to move the lead. The doctor then placed the atrial lead in the ventricular septum to pace the patient during the repositioning; the rv helix would then not extend completely and when the physician attempted to retract the helix again, it did not retract and damage to the helix mechanism was noted. The rv lead was extracted and replaced with a competitor rv lead. After the atrial, rv and left ventricular (lv) leads were implanted, the leads were tested via the analyzer, which revealed good impedance, threshold and sensing measurements. The cardiac resynchronization therapy defibrillator (crt-d) was then connected and high pacing impedance values were observed in both the rv and lv measurements, along with high rv defibrillation impedance, intermittent capture and loss of capture. The outputs were increased to retain capture and the nominal pacing configuration of lv1 to rv coil was reprogrammed to lv1 to lv2 and a normal lv impedance value was then shown. It was added if any pacing configuration including the rv coil was programmed, the pacing impedance would be high. The rv lead was then disconnected and reconnected, tried again with the analyzer and different configurations were tried, yet the issue persisted. In addition, a lot of non-physiological intervals were observed when the device was out the pocket. Difficulties connecting the rv competitor lead to the crt-d were noted and the physician then requested a new device. The replacement crt-d was then connected, however, the same problems were seen as with the previous crt-d, including loss of capture, intermittent capture and high impedance values. The physician then extended the leads out the pocket to measure the impedance, thresholds and sensing; however, the same high rv defibrillation and pacing values appeared and a lot of sensing integrity counter (sic) was noted outside the pocket. The device then exhibited pacing inhibition, the patient went into asystole and the device was put back in the pocket. There were less signals then but the device was all time delivering ventricular sense response (vsr) instead and the patient was in complete av block. The parameters were tested again through the crt-d, which gave high impedance values and then the leads were tested with the analyzer, which yielded normal measurements and the physician chose to replace the crt-d with a competitor device. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.